Event description:
It was reported that a homechoice device experienced an unknown malfunction. The patient stated the device has been beeping occasionally. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: manufacture date 1998. The device was not returned for sample evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There was no non-conforming product identified that could have caused or contributed to the reported problem. The direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.